Event description:
It was reported from an eye care professional that a (B)(6) girl developed a corneal ulcer in the right eye that was not healed. Additional info received from the eye care professional indicates the pt was diagnosed with a central corneal ulcer, 2 millimeters in size, in the right eye. An unspecified drop was prescribed and lens wear was temporarily discontinued. The issue resolved. No scarring was observed and lens wear resumed without further issues noted.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for eval. The mfg review did not indicate that this complaint was due to the mfg process. No complaint or mfg trend was identified. The root cause could not be determined. (B)(4).